Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
During an implantable cardiac defibrillator procedure (ICD), sheath damage occurred during insertion into the subclavian along a standard guide. There were no adverse consequences to the patient.

Manufacturer narrative:
One 9f peel-away introducer sheath was received for evaluation. The sheath distal tip had been split in multiple locations, including along the intended scorelines. The dilator was inserted into the sheath the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the split sheath tip is consistent with damage during use.